Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture and low pacing impedance. The rv output was programmed to higher output. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition post-procedure.